Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels range (29-40 mg/dl) the customer would drink juice to stabilize bg levels. During the call with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer stated low bg levels were due to gastroparesis. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.